Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient sent a merlin transmission after receiving a shock due to rv lead noise. The rep stated that there were 3 previous noise episodes that had been aborted prior to therapy delivery. Patient was scheduled for a lead revision.